Manufacturer narrative:
E1: (B)(4). Device evaluated by MFR.: the device was returned for the analysis, and it is possible to see that the guidewire was bent at the distal tip and distal section. The reported guidewire fracture is not confirmed due to no damages related with this damage were found.

Event description:
It was reported that the guidewire fractured. During preparation of a 165cm transend guidewire, a fracture was found. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable post-procedure.

Event description:
It was reported that the guidewire fractured. During preparation of a 165cm transend guidewire, a fracture was found. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).